Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included cystitis interstitial, obesity and tobacco user. Concurrent conditions included intramural leiomyoma of uterus, pelvic pain female, abdominal adhesions and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingoophorectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: approximately 2 to 3 trailing coils bilaterally at the conclusion of the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: uterus with bilateral fallopian tubes and ovaries, hysterectomy: 1. Hyperkeratosis of cervical epithelium showing no other pathologic change. 2. Benign endocervical glandular tissue with no pathologic change. 3. Disordered proliferative pattern endometrium with areas of breakdown 4. Leiomyomata with degenerative change. 5. Benign bilateral fallopian tubes with paratubal cyst formation. 6. Left ovary with benign epidermoid cyst formation (see microscopic description). 7. Right ovary with physiologic cyst formation, fibrous serosal adhesions, and organizing hemorrhagic corpus luteum). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The patient's medical history included cystitis interstitial, obesity and tobacco user. Concurrent conditions included intramural leiomyoma of uterus, pelvic pain female, abdominal adhesions and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingoophorectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: approximately 2 to 3 trailing coils bilaterally at the conclusion of the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: uterus with bilateral fallopian tubes and ovaries, hysterectomy: hyperkeratosis of cervical epithelium showing no other pathologic change. Benign endocervical glandular tissue with no pathologic change. Disordered proliferative pattern endometrium with areas of breakdown leiomyomata with degenerative change. Benign bilateral fallopian tubes with paratubal cyst formation. Left ovary with benign epidermoid cyst formation (see microscopic description). Right ovary with physiologic cyst formation, fibrous serosal adhesions, and organizing hemorrhagic. Corpus luteum). Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.